Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the h2tuv wouldn't work by starting the intervention and also the connection point is broken, so it can not immerse anymore. This device was tested on 2 other generators and didn't work. Another instrument was used to complete the case. There was no consequence to the pt.